Manufacturer narrative:
A specific root cause could not be determined with the information provided. It was noted the customer did not follow the tube manufacturer ((B)(4)) recommendation for clotting time and centrifugation time of the sample. No adverse events were reported.

Event description:
The user received questionable calcium results from the cobas integra 400 analyzer serial number (B)(4) since (B)(6) 2011 and provided data for one patient sample. The initial result was 14.9 mg/dl with a data flag twice. The repeat result on (B)(6) 2011 on a different analyzer at their other lab was 8.3 mg/dl with a data flag. The initial result was reported outside the laboratory. The patient was treated with "pamidronate 90 ml with saline, IV". She stated the patient was not admitted to the hospital, but was discharged from the ER and there was no ill affect from receiving this treatment. Upon evaluation of the analyzer, the field service representative determined there was a problem with the reagent cassette. The user stated they were removing the reagent as recommended in the product bulletin. The field service representative checked the system and ran performance testing including quality control. The results were acceptable and within specifications.